Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit received with critical pump error due reoccurring software error detected alarm. Problem isolated to electronic assemblies as per global logic analysis. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube), cracked battery tube threads, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the side of the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.